Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the transmitter and the pump were not within range of each other. Customer moved the transmitter within range of the pump, and pump and transmitter regained connection. Customer declined additional troubleshooting from tandem technical support. No additional patient or event information was available.